Event description:
A us distributor reported that a patient was experiencing check therapy electrode/adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes/adjust belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode or ECG recognition test. The cause for the failure was isolated to an open pulse wire and migrating wires in the distribution node (dn). The root cause for the damaged wire could not be positively identified. No adverse event resulted from the damaged belt.